Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield fell off. The following information was provided by the initial reporter: it is reported customer experienced issues with the safety shield falling off.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield fell off. The following information was provided by the initial reporter: it is reported customer experienced issues with the safety shield falling off.

Manufacturer narrative:
H.6. Investigation: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.